Event description:
Clinical Narrative:An Impella 5.5 device was inserted into the left axillary/subclavian artery in a 17-year-old female patient presenting in acute decompensated cardiomyopathy. Prior to Impella support, the patient was classified as Society for Cardiovascular Angiography & Interventions (SCAI) stage E shock, and receiving multiple inotropes and vasopressors and ventilatory support. The patient's comorbidities are unknown.On Day 7 of support, while the patient was in the intensive care unit (ICU), the patient remained critically ill with multi-system organ failure (MSOF) continued to experience ectopy. An echocardiogram was performed and the device was repositioned by pulling back 1.5cm to a depth of 33cm, with the inlet measuring 4.6cm. Imaging confirmed the inlet was appropriately oriented toward the left ventricular apex. During the hospitalization, the family elected to place the patient on do-not-resuscitate (DNR) status. The patient was extubated following a pump exchange, but remains status post (s/p) bone marrow transplant with graft-versus-host-disease and MSOF. The patient continues on multiple vasopressor support, oxygen via a non-rebreather mask, and continuous renal replacement therapy (CRRT). Hemodynamic aortic pressure 80/70.While on support, the Impella 5.5 functioned as intended at performance (P) level P-5 with reported flows of 3.6L/min using D5W Sodium Bicarbonate purge solution. The patient continues on Impella 5.5 support.The patient's clinical course and deterioration are most likely attributable to the underlying acute decompensated cardiomyopathy, severe cardiogenic shock, graft-versus-host disease, and multi-system organ failure. The Impella 5.5 continues to provide hemodynamic support and no device-related performance issues were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.